Event description:
It was reported that a patient underwent a cataract surgery on (B)(6) 2022 and suture was used. During the procedure, the suture broke when tying a knot. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any adverse event to patient was reported? No adverse event to the patient. Was there a surgical delay? Surgical time was prolonged, not delayed, due to longer time required to suture the surgical site. Please clarify, did the suture detached from the needle during use or, did the suture break during use? The suture broke when the surgeon was tying a knot. Was the needle piece removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? The junction of cornea and conjunctiva. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? More suture had to be opened as a result of. Procedure name ? Cataract extraction. Patient condition? Patient¿s cataract has been removed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: five packets of product code v960g were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.